Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2019 through march 31, 2019. (B)(4). Total number of events ¿ 10. Prolift +m pelvic floor repair - 0. Prolift pelvic floor repair - 10. Prosima pelvic floor repair - 0.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and the mesh was implanted. It was reported that the patient experienced undisclosed injuries and underwent a revision surgery on (B)(6) 2008. No additional information is available.